Event description:
This spontaneous case, reported by a consumer, concerns a caucasian male pt, date of birth (B)(6), exact age at onset unk, origin unk. The pt medical history was not provided. Concomitant medication included insulin detemir, and unk medication for an unk indication. The pt received insulin lispro (humalog) approx 12 iu in the morning, 10 iu at lunch, and 12 iu plus 10 iu in the evening, as a daily regimen, subcutaneously, for the treatment of diabetes mellitus type one via a humapen memoir (lot 0710c02), beginning on an unk date, beginnings on (B)(6) 2008, time to onset unk, the pt reported that the cartridge used, fell to the floor while exchanging cartridges. By looking at the cartridge, no damages were recognised. A repeat injection did not lower the blood glucose which was approx 350 mg/dl ( no reference range provided). A recheck fo the cartridge revealed very small cracks (barely visible). The consumer suspected that the insulin dripped into the screen of the pen and became cloudy. Lab data on an unk date included blood glucose 350 mg/dl (no reference range). Corrective treatment was unk. On an unk date, the pt switched to a new cartridge and the blood glucose values went back to normal. The pt recovered from the event of increased blood glucose on (B)(6) 2008. It was unk whether or not treatment with insulin lispro continued. This case was associated with product complaint (B)(4). The operator of the device was unk and it was unk if the operator of the device was trained. If was unk how long the pt had used the device. The device was returned to the co on 27-oct-2008 for further investigation. Initial assessment identified missing segments in the dose number display. The lot number is a453661. Since this was a consumer report, no opinion of relatedness was reported between the event of increased blood glucose, and insulin lispro. Medically significant edit (B)(6) 2008; case was looked prior to device completion, added device paragraph to narrative, amended preliminary comments and added material received on date. (B)(4).

Manufacturer narrative:
Investigation in progress. Note: this is an initial report. A f/u report will be submitted when the final eval is completed.